Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The bottom jaw of the grasper was broken off at the tip of the shaft and was not received with the unit. The probable root cause could be user excessive force. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the jaw broke into the patient and the piece was not retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the jaw broke into the patient and the piece was not retrieved.